Event description:
It was stated that "surgeon was trying to remove previously implanted reflex hybrid plate. While using the revision driver, the tip of the draw rod broke off in the screw he was trying to remove. Screw was removed from pt and tip still in it. Broken shaft and tip/screw were turned over to risk management at hosp."

Manufacturer narrative:
Method: complaint history analysis, risk assessment. Results: there have been 71 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. The surgery was completed successfully and all metal fragments were successfully removed. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. Conclusion: a definitive conclusion could not be assessed as the implicated device was not available for eval. However, previous instrument failures have occurred due to user-error. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.